Manufacturer narrative:
Correction information for d2. Additional information for d10, g4, g7, h2, h3, h6, and h10. An event of migration was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation on the embolized piccolo occluder, per internal procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 4-4 amplatzer piccolo was selected for implant. The patient is (B)(6) with a pda dimension of : 2.8mm at narrowest, 4.6mm at aortic ampulla, and 13.7mm in length. The 4-4 piccolo was successfully implanted with a torqvue lp catheter. The device appeared stable with no gradient in the left pulmonary artery or aorta upon release. A small "flare" signal at the top of the device was observed. 30 to 40 minutes post procedure, an x-ray of the chest revealed that the device had embolized to the right pulmonary artery. The device was retrieved utilizing a 4mm micro snare (amplatz gooseneck snare sk401) via transcatheter method from the right pulmonary artery and a 5-4 piccolo was implanted. The patient is currently stable in the nicu, with a mild tricuspid regurgitation observed. The tricuspid regurgitation occurred after the device was snared and removed from the patient and was likely caused by the snare.